Manufacturer narrative:
On august 30, 2024, the mentor failure analysis lab received the device for evaluation. The correct date of explantation was also provided as (B)(6) 2024. On september 6, 2024, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sm hps dv 420cc breast implant had a crease/fold on the posterior view. In addition, a tear (a) was found within the crease/fold, measuring approximately 0.5 cm. In addition, a second tear (b) and an area of missing material were found on the anterior view, measuring approximately 0.6 cm, and 0.7 cm x 0.8 cm, respectively. Microscopic examination was performed on the edges of tear b and the missing material, and parallel striations were found in the whole area of the tear and missing material. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Regarding with tear a, the evaluation determined that the possible cause of tear is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. A second product was received (lot-5920523). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast augmentation revision with two 420cc mentor smooth round high profile saline breast prostheses. Post-operatively, the patient was diagnosed, via visual examination, with left breast implant deflation. As a result, the patient underwent breast implant removal and replacement surgery on (B)(6) 2024. The replacement devices were: (left) 460cc mentor smooth round high profile catalog: 3503460 lot: 9985231 sn:(B)(6) and (right) 460cc mentor smooth round high profile catalog: 3503460 lot: 9985231 sn: (B)(6).